Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption. At uncovering: crestal bone loss up to the first thread --> unacceptable --> explantation.